Event description:
Information was received in dec 2004 from a physician regarding a pt (initials and age unknown) who experienced an infection in the knee and a knee effusion. The pt has a history of osteoarthritis of the knee. The pt began synvisc therapy on an unknown date. The pt received the second shot (date unknown) of a second series of synvisc and developed an infection in their knee. The knee was aspirated and the culture was pending. The pt was placed on keflex as a prophylaxis. The physician did not provide causality. The pt's outcome was unknown at the time of this report. Additional information received in dec 2004 from a physician via sales representative. The pt began synvisc therapy in nov 2004. Nine days later the pt experienced knee pain and swelling. The reaction occurred following the second synvisc injection (date unknown). A joint aspiration was performed. The aspirate was pale green. The physician prescribed nsaid, antibiotics, ice and rest. Synvisc therapy was discontinued same day. At the time of this report the pt's outcome was unknown. Additional information was received in dec 2004 from a nurse. Synvisc injections were given into the right knee three weeks earlier and the following day. In dec 2004 the pt had shown improvement but continued to have slight swelling and was walking better with a slight limp.